Event description:
A complaint was received regarding a 6" (15cm) appx 0.49 ml smallbore trifuse ext set w/3 microclave¿ clear, 4 clamps, rotating luer that experienced no flow during use. The reporter stated, "malfunctions in the functioning of the two- and three-way micro clave extension, which manifests itself as hemodynamic instability of the patient and the error message ¿ ¿occlusion on the perfusor¿. When the extension is replaced, the patient's condition normalizes. The problem has occurred in several cases." The event occured during infusion. The number of involved problematic device are multiple. No serious injury or death. There was delay in critical therapy. No adverse operator consequences and no med/surg intervention required. The device was changed out/replaced with no further problems encountered. The product is stored in the storage area, monitored and has all the necessary certifications (iso standards etc.) There were no cuts, holes, defects noted on the product.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary the complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.